Manufacturer narrative:
Software investigation found that alleged inaccuracy was attributed to known patient movement during the case. The medtronic representative provided correct guidance to surgeon, however, the surgeon opted to complete the case and use post-op navigation to confirm full resection. The software performed as expected.

Event description:
A medtronic representative reported that while in a cranial surgery, the patient moved in the mayfield after registration and draping so the system was alleged to be approximately half an inch off. The surgeon did not want to register again. The medtronic representative recommended that the doctor discontinue navigation but the surgeon chose to keep it running. The surgery was completed successfully with the use of the stealthstation. The surgeon used navigation post-tumor resection to confirm full resection in spite of navigational inaccuracy. There was no impact on the patient outcome.